Event description:
Patient reported right side liquid around the implant. Device remains implanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported "liquid around the implant". Later, healthcare professional reported "capsular contracture, baker grade iii". This record is for the right side. Device was explanted.

Manufacturer narrative:
Lab analysis: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the manufacturing process. Seroma: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii. Additional, changed, and/or corrected data: a.4., a.5., a.6., b.5., d.6b., h.6., h.11.

Event description:
Patient reported "liquid around the implant". Later, healthcare professional reported "capsular contracture, baker grade iii". This record is for the right side. Device was explanted.